Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report the pins in the patient's belt connector are bent/broken and now the belt will not connect securely to the monitor. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent/broken belt connector pins / unable to connect with monitor) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.